Event description:
Pt with persistent pulmonary hypertension. Unable to raise o2 sats on ventilator. During cannulation in preparation for ECMO pt deteriorated. CPR begun. Chest tapped for large amount of blood. Chest opened-tear of superior vena cava noted. Pt expired.